Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode due to 3 resets in 48 hours. It was noted that this patient was not feeling well. Technical services (ts) recommended device change out. It was noted that this patient has been scheduled for replacement procedure. No adverse patient effects were reported outside of patient feeling symptomatic. Currently, this crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode due to 3 resets in 48 hours. It was noted that this patient was not feeling well. Technical services (ts) recommended device change out. It was noted that this patient has been scheduled for replacement procedure. No adverse patient effects were reported outside of patient feeling symptomatic. Currently, this crt-p remains in service. According to additional information, this crt-p was explanted and replaced with a new device. No additional adverse patient effects were reported. This device has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode due to 3 resets in 48 hours. It was noted that this patient was not feeling well. Technical services (ts) recommended device change out. It was noted that this patient has been scheduled for replacement procedure. No adverse patient effects were reported outside of patient feeling symptomatic. Currently, this crt-p remains in service. According to additional information, this crt-p was explanted and replaced with a new device. No additional adverse patient effects were reported. This device has been received by boston scientific for further investigation.